Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line error, which was not reproduced during evaluation. The reported air in line error was verified through a review of the event history log as multiple air-in-line alarms. The cause was identified to be continuity across the ultrasonic crystals. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no patient involvement. No additional information is available.